Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a message indicated that the insufflator could not be used. The operating room staff confirmed that the gas supply to the insufflator was functioning properly and had already performed a power cycle before calling. The technical support engineer (tse) instructed the staff to perform another hard power cycle of the tower, and all insufflator connections were verified with no issues observed. After restarting the system, error 2125 persisted. The site decided to use a third-party insufflator for the procedure. No insufflation issues were identified in the system logs. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. The insufflator has been returned and evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and powered on with error message. The complaint was not confirmed based on failure analysis.